Manufacturer narrative:
A product investigation was performed. The following device was received ff906 inox, lot unknown, with the following complaint description, "canada reported that the handle of a screwdriver for pins broke intraoperatively during an anterior cervical fusion on (B)(6) 2017. When inserting a temporary pin, the screwdriver handle broke into pieces. A piece of the handle could not be found but radiology could not see any foreign objects on x-ray. Surgical delay of unknown time was reported". A device history review (DHR), device inspection, functional test and drawing review were performed as part of this investigation. This complaint is confirmed based on visual review. Whether this complaint can be replicated at customer quality (cq) is not applicable for this condition. The complaint has been confirmed for handle breakage. No new malfunctions were identified as a result of this investigation. The design and technique of the ff906 inox distractor pin screwdriver is based on the caspar anterior cervical distractor system. Upon visual inspection, the complaint is confirmed for the phenolic handle breaking in pieces. A device history record (DHR) review cannot be performed due to the non-existence of lot number etching on the part. Relevant drawing was reviewed and the part verified to the dimensional specifications as outlined in the print. The complaint is confirmed due to the handle breaking. No definite root cause can be determined and the complaint condition is confirmed. During the investigation, no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. (B)(4) lot number unknown. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the handle of a screwdriver for pins broke intraoperatively during an anterior cervical fusion on (B)(6) 2017. When inserting a temporary pin, the screwdriver handle broke into pieces. A piece of the handle could not be found but radiology could not see any foreign objects on x-ray. Surgical delay of unknown time was reported. This involves 1 device this report is 1 of 1 for (B)(4).